Event description:
While changing batteries the red heart alarm went off and the pump stopped for less than 2 minutes. A 911 transport to kmc where it showed a low voltage and low flow alarm advisory. Engineer said pump stoppage from faulty battery clip.